Manufacturer narrative:
The company representative examined the system was not able to replicate the reported event. As a preventative measure, the fluidics module was replaced. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was low aspiration without an error message during a procedure. The procedure was not completed using the same system. There was no patient impact reported. Additional information has been requested.